Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 8/15/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: -when did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? -please confirm how many devices were affected by this issue. -how long was the delay? Please specify in minutes. It was reported that "we have had more issues with the needles pulling off of 6-0 prolene sutures." - have any of these events been previously reported to ethicon? If yes, please provide the respective pc number(s). If other, please create the pc for each patient case. - what are the procedure name(s) and date(s)? - was there any adverse patient consequence(s) or subsequent medical/surgical intervention? If yes, please describe. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). The following information was reported: was surgery delayed due to the reported event? --> yes, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported that the needles were pulling off of the sutures. There were no patient consequences reported. Additional information was requested.